Event description:
Healthcare professional reported implantation of seri and concomitant gel breast implant on (B)(6) 2014 during left side breast reconstruction surgery. Post-implantation on (B)(6) 2014, patient presented with "two areas of fixation of the thin skin flaps to the seri became pink and one then became attenuated. A conservative excision of the attenuated scar has been carried out on 2 occasions and the scar continues to stretch and thin." Device remains implanted and is unavailable for return.

Manufacturer narrative:
Explanted device is unavailable for return. The event of erythema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is being reported because medical intervention was required, although device-relatedness has not been established.